Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right ventricular (rv) lead: high ventricular intervals on the sensing integrity counter (sic), no capture, noise, bipolar lead impedance warning for high/undefined impedance, variable impedance and confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.